Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Upon receipt the ICD was interrogated and the interrogation could be properly performed. The device was opened to inspect the inner assembly. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement yielded an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, that caused an increased current consumption, draining the battery. A thorough analysis of the battery showed no anomalies. The battery was not defective. In conclusion, a damaged low voltage capacitor on the electronic module was identified during analysis. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Based on the analysis, it is reasonable to assume that the therapy functionality of the ICD was not compromised while implanted and in service.

Event description:
It was reported that the device was changed due to eri status approx. 21 months after the implantation. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.